Event description:
It was reported that the patient's leads were being replaced due to a loss of stimulation. While testing intra-op with the multi-lead trialing cable (mltc) impedances over 10,000 ohms were seen on all contacts despite multiple cleanings and re-testings. A new mltc was used and all impedances were in range. Indications in the operating room were that therapy was being delivered and felt. It was later reported that the lead revision was completed and the patient was able to feel stimulation in the pain area.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.